Manufacturer narrative:
Product complaint # (B)(4). This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports about the event which occurred in the reduction. This pc reports about the dislocation which occurred after the first surgery. It was reported that on (B)(6) 2010, the patient underwent the primary tha surgery for oa with the stem and the head in question. The trilogy cup and the liner of another company products were combined implanted. After the surgery, the patient had a dislocation on an unknown date. The reduction of dislocation was performed on an unknown date. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.